Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father called reporting a button error on his son's insulin pump. Customer's blood glucose is 58 mg/dl. The battery was replaced but the alarm persists. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Insulin pump had no button error alarm noted. Insulin pump had no button response due to corroded keypad traces. Insulin pump had minor scratches on display window, scratched case, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip.